Event description:
Balloon would not deflate.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: traces of dried crystallized contrast medium were noted within the balloon, inflation lumen, and hub. Functional testing: the balloon was prepped per the cordis instructions for use. The balloon was then pressurized to 12 atmospheres with water, via an indeflator; the balloon inflated normally and no pressure drop was noted. A negative pressure was then applied, and the balloon was noted to deflate immediately, despite the large amounts of dried contrast present. This was repeated two more times with the same result. Although the exact cause could not be determined, it is possible that the large amount of contrast seen in the various components of the unit may have been cause for the reported difficulty. A lot history review revealed that no other complaints of this nature have been received for the products form this sterile lot number.